Manufacturer narrative:
The device is not returning. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 3-4. One clip was deployed per IFU. When pulling the lock line, it became stuck after pulling out five feet. The lock line was no longer able to be removed, deployment sequence was continued and the clip was deployed. The lock line was then removed with the clip delivery system (cds). Upon removal of the cds, it was noted that the lock line was attached to the end of the steerable sleeve shaft. No portion of the lock line remains in the patient. One clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incident reported for mechanical jam from this lot. The investigation was unable to determine a conclusive cause for reported mechanical jam of inability to remove the lock line. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001.